Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-apr-2017, an fse visited the customer facilities, cleaned, lubricated the hybrid arm cup transfer, and replaced flex cable. The fse also found and removed two rack jams. He cleaned and lubricated the rails, cleaned the rack slide path, and ran a rack rotation test with no errors. The customer ran controls with no errors and then ran patients for 2 hours with satisfactory results. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was a damaged flex cable.

Event description:
On (B)(6) 2017, a customer reported cup transfer pick failures with their aia-2000 analyzer. The customer was unable to run beta-hcg, e2, fsh and lh ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, e2, fsh and lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.